Event description:
About 3 years ago, I started noticing my health deteriorating. Unfortunately, I have bii (breast implant illness) and these are my symptoms: breast pain and sensitivity, energy level way down, lack of sleep major hair loss, bloated, psoriatic arthritis, memory issues, foggy brain, can't focus, dry eyes, light sensitivity, libido way down, rashes once in a while, can't sleep on my stomach anymore, breast is sore and burning sensation. Implants were placed in 2010, they are both ruptured and I also have capsulectomy. Daily minimum tasks are becoming more and more difficult. I have extreme fatigue and back pain on top of it all. I can't wait to remove my implants soon! 390 cc each side. Reference report. Mw5163371.